Event description:
A report was received that the patient's precision system was explanted due to soreness at the ipg site. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted extensions will not be returned to bsn, as they were discarded by the medical facility.